Event description:
In 2005 cytyc's technical support (ts) department rec'd a call from user facility, rep requesting a material safety data sheet (msds) for preservcyt solution because a pt has ingested a small quantity of the contents of a preservcyt solution vial at a doctor's office. The reported incident involved a mentally challenged (down syndrome) pt. It was determined that the pt drank only a small portion of the volume in the preservcyt solution vial, based on the observed amount of solution that had been spilled on the floor. The vial had not been used to collect a pt's cytological specimen. Ts informed rep of the precentage of methanol contained in preservcyt solution and immediately faxed the msds to the poison countrol center. The pt was admitted into the emergency room at hosp. The user facility suggested that the hosp give the pt 4mp as an antidote, but the dr at the hosp chose instead to do a blood test to check the methanol level, which turned out to be acceptable. It was estimated that the pt had ingested only about 1 teaspoon of preservcyt solution. Ts followed up with the user facility the following day to get an update on the pt's medical status. The pt was released from the hosp after being monitored and determined to be asymptomatic. Detailed info regarding the pt's state of health is not available at this time.